Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump touchscreen was delayed in responding to presses. Reportedly, the pump was reset and the customer resumed insulin therapy. Customer's blood glucose level was 83 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.